Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device had cosmetic damage, the coupling was worn, the torque was out of tolerance and could not engage the attachment device. The device also failed pretests for general condition, function of moveable ring, tool coupling and function of safety clutches, the reported condition of the device having unintended motion was not confirmed. The assignable root cause was traced to improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluatio. Therefore, the reported condition cannot be confirmed and/or duplicated. E1: the reporter is a j&j employee. D10: concomitant device: radiolucent drive device. Therapy date: (B)(6) 2023. H4: the date of manufacture was unknown. UDI#: (B)(4).

Event description:
It was reported, that a radiolucent drive device worked, but would not retain the cutter device. And when turned over the cutter would fall out. According to the reporter, this was observed over time and was an ongoing issue. It was not reported, if the device was used in surgery, or if there was patient involvement. It was not reported, if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported, if there were any injuries, medical intervention, or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.